Event description:
The customer reported receiving a reading of 192 mg/dl, which was higher than they felt on their freestyle freedom meter. After he checked his blood glucose level on our meter, within a couple of minutes he experienced symptoms of hypoglycemia and lost consciousness. The paramedics were called and they received a reading of 40 mg/dl on an unk meter and treated the customer with a syringe of dextrose. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.